Event description:
On 16-jan-2022, intuitive surgical, inc (isi) became aware of a ¿journal of robotic surgery¿ article titled, ¿neurovascular structure-adjacent frozen-section examination robotic-assisted radical prostatectomy: outcomes from 500 consecutive cases in the UK¿ (noël, j., spencer, n. H., et al., 2021). Within the journal article, operative complications involving a da vinci surgical procedure were noted: "two intraoperative complications included a temporary conversion to laparoscopy when the robot malfunctioned due to battery failure and an anuric patient post-ralp needing bilateral nephrostomies on day 2. There was one mortality after 30 days from surgery from a caecal rupture." Isi has reached out to the author to obtain additional information, however, no additional information will be provided.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer¿s reported post-operative complications cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. A site history complaint review was unable to be conducted at this time due to lack of instrument detail and lack of specific event/procedure detail. No image or video clip for the reported event was submitted for review. System or instrument log reviews could not be performed due to a lack of system, procedure, and instrument detail. Based on the information provided at this time, this complaint is reportable due to the following: within the journal article titled, ¿neurovascular structure-adjacent frozen-section examination robotic-assisted radical prostatectomy: outcomes from 500 consecutive cases in the UK,¿ it is noted that an anuric patient required bilateral nephrostomies two days post-operatively. The cause of the post-operative complication is unknown. Refer to medwatch report with patient identifier #: (B)(6) for additional information regarding the mortality 30 days after surgery from a caecal rupture. Refer to medwatch report with patient identifier #: (B)(6) for additional information regarding the battery failure of the robot.